Manufacturer narrative:
Concomitant product(s): a 429888 lead, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient required a pocket evacuation for an unspecified reason approximately one week post-cardiac resynchronization therapy defibrillator (crt-d) implant. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later confirmed that the pocket evacuation was due to a large hematoma.